Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in (B)(6) and its investigation was performed by our local technical team. Apart from the device being found heavily contaminated on its outside, several tests could not recreate customer reported "unit giving upstream occlusion alarm when beginning an infusion". Pressure sensor was calibrated as a measure of precaution to ensure values further. No functional or technical issue could be detected during those testing. However it was noticed that the preventive maintenance was well overdue a random issue due to a poor calibration value or other unknown cause that would be linked to a lack of maintenance so cannot be excluded. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "customer reporting unit giving upstream occlusion alarm when beginning an infusion. The therapy was interrupted, however customer reported no adverse event or patient/donor was affected". Reporting due to the referenced issue. Customer communicates that there was no adverse effects sustained by the patient. More information is needed to complete the investigation.